Event description:
Caller reported experiencing a minimum fill notification, which did not adversely impact the customer's blood glucose level. The caller was reloading the same cartridge with less than 80 units of insulin remaining, and cts educated the caller on the recommendation of maintaining a minimum of 80 units when reloading. Additionally, the caller was instructed to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth, which the caller understood and acknowledged. Following these steps, the caller successfully reloaded the same cartridge and resumed insulin delivery, resolving the issue.